Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not accept battery replacements. The customer's blood glucose levels were not provided at the time of the incident. The customer reported that they were unable to use the insulin pump for days due to the fact that the insulin pump did not detect the batteries. Troubleshooting was not provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or motor loud noise grinding anomaly noted during testing. Device had cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners. (B)(4).